Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test. Customer reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 133 mg/dl. No significant events leading to the alarm and keypad were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not being returned and replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.